Event description:
The pt underwent an angio-seal deployment in 2000; four days later pt presented to the hosp with a staph infection. Pt was treated with antibiotics, released and was placed on antibiotics for 14 days. Several attempts have been made to obtain add'l info. However, at this time there is no further info available. Should add'l info become available, daig corp will submit a supplemental medwatch report.